Event description:
It was reported that, the non-boston scientific implantable lead of this cardiac resynchronization therapy defibrillator (crt-d) exhibited high shock impedances out of range. The technical services (ts) discussed troubleshooting options. This crt-d remains in service. No adverse patient effects were reported.